Event description:
It was reported that the patient received inappropriate shocks. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information received reported the lead was capped and partially removed due to oversensing, muscle stimulation, and apparent fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - no anomalies found. Proximal segment returned and analyzed. It was reported that the patient received inappropriate shocks. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information received reported the lead was capped and partially removed due to oversensing, muscle stimulation, and apparent fracture. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications no conclusion can be drawn lead(s), fracture of oversensing pocket stimulation shock, inappropriate.